Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and dvd drive were replaced and software upgrade installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had mixed up images. No patient injury was reported.